Event description:
It was reported that the t1 and t2 anchors deployed simultaneously during a meniscus procedure. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows the needle is bent. A 13 inch length of suture was returned which showed no abnormalities. Actuator is in its t2 post deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.